Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that for an ablation to treat atrial fibrillation at the left atrium a intellanav stablepoint open-irrigated catheter had an irrigation port occlusion. Irrigation was flushed with high flow when preparing the stable point outside the body. It could not be confirmed whether the flow was the same as usual when flushing with 60 ml. The force was weak and there was a deviation in the force of the port. Flow rate values were 60, 30 and 17 ml. The catheter was exchanged for another of the same type to complete the procedure. No patient complications were reported. The device was disposed and will not be returned.